Manufacturer narrative:
The evaluation was not from returned material for this complaint, but used as an example of the recent returns for this issue that the customer has forwarded. The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) observed that the sensor pads has been used, therefore, unable to perform evaluation. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). As per the manufacturer's territory manager, the level sensor pads were being applied to the curved part of the reservoir.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the level sensor pad would not stick to the reservoir. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.